Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was evaluated by a manufacturer service technician, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.